Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has an error code message of crossover circuit fault. Reportedly, customer reported that the unit would not pass the crossover test during extended self-test (est). The customer reported there was no patient involvement.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and the reported problem could not be duplicated. Fse performed several extended self-test (est) tests and performed several air flow, pressure and oxygen flow tests and all tests passed. Fse performed all the required performance test and all tests passed. Customer replaced the crossover solenoid. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.